Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded numerous episodes of supraventricular tachycardia (svt) misidentified as sustained and non-sustained episodes of ventricular tachycardia (vt). It was noted the patient received a number of inappropriate therapies as a result but therapy exhaustion was never reached. Boston scientific technical services (ts) reviewed the episodes and discussed possible presence of atrioventricular node conduction aberrancies and explained device therapy discriminators. Ts also provided suggestions for system testing at follow-up due to potential minute ventilation sensor noise though no oversensing was observed. Understanding the patient's condition in addition to therapy discriminators the physician elected to leave the device programmed as-is and consider additional testing at the patient's next routine follow-up visit. No adverse patient effects were reported. This system remains in service.